Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the keyboard, which resolved the reported issue. The ventilator passed self-testing.

Event description:
Report received of ventilator with an unresponsive keyboard. The ventilator was not on a patient at the time of the event.